Event description:
It was reported that the patients right ventricular (rv) lead has been oversensing noise. Reprogramming was completed and later the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: sedr01, ipg; implant date: (B)(6) 2013. (B)(4).